Event description:
It was reported that patient underwent revision surgery on (B)(6) 2023, to remove a proximal femoral nail antirotation (pfna) that had been implanted in spain six months ago. Doctors identified that there was delayed union of the fracture which would have progressed onto nonunion. The nail had been dynamized three months earlier with no effect. Patient had underwent a previous attempt to remove the construct on (B)(6) 2023, using a non-(B)(6) universal removal kit. This was unsuccessful. During the procedure on (B)(6) 2023, the correct kit was used, however, the blade removal instrument could not be screwed into the back of the blade. The sales representative believes that this is due to damage from the prior week¿s attempt to remove it with the incorrect instrument and a twisting motion as the surgeon thought the blade was rotated in rather than hammered. The damaged blade removal instruments were then used but the end cap of the blade could not be removed. As the cap could not be removed, the hook method and plier method were tried to remove the blade; both were unsuccessful. Carbide drills and diamond coated burrs were then used and blade sleeve and blade itself were removed separately with pliers. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).